Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 148 mg/dl at the time of the incident. The customer stated that the clear part of the top of the pump where the reservoir goes in is breaking off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was not received with retainer damage or reservoir tube damage. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.